Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t: slim cartridge.

Event description:
Received information stating customer received three occlusion alarms. The customer's blood glucose levels were impacted. Reportedly, the customer is using apidra insulin.